Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd plastipak¿ syringes experienced leakage. The following information was provided by the initial reporter: leaks 2 days in a row on 60ml electric syringe plunger when preparing an ivse antibiotic dilution. There was no impact on the patient however there is a loss of medication (5 vials of 1 gram ceftazidime) and a loss of time. There were no visible defects on the syringe and the leak was in the black piston seal.

Event description:
It was reported that 2 bd plastipak¿ syringes experienced leakage. The following information was provided by the initial reporter: leaks 2 days in a row on 60ml electric syringe plunger when preparing an ivse antibiotic dilution. There was no impact on the patient however there is a loss of medication (5 vials of 1gram ceftazidime) and a loss of time. There were no visible defects on the syringe and the leak was in the black piston seal.

Manufacturer narrative:
H6: investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2204025, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of the same lot were used for additional evaluation. All product was visually inspected, there was no damage or defects on the barrel or syringe components and the stoppers were verified to be properly assembled onto the plunger rod. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. The retained samples underwent the same tests and product met required specifications. Based on the available information, we cannot identify a definitive root cause at this time.